Event description:
In 2007, my son had a pulled muscle in his upper leg and we used the icyhot heat therapy patch. He put it on before going to bed and woke up the next morning with a burn on his thigh. It had blistered to about the size of a quarter. It took about a month for it to heal with just a small scar.